Event description:
Healthcare professional reported through distributor ¿right breast pain¿, ¿disruption of the cover towards the interline of the outer quadrants, consistent with intracapsular rupture¿, ¿post surgical type changes in the inframammary folds, the scars are avacular on doppler¿ and ¿fibroglandular tissue with heterogeneous patterns with fibrocystics changes¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.